Event description:
Caller alleged discrepant low result compared to another inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.0 (pt's inratio), 2.4 (nurse's inratio). Pt's therapeutic range: 2.5 - 3.5 inr. Pt also reported lab result obtained on (B)(6) 2011 of 1.9 inr.

Manufacturer narrative:
Investigation pending.